Event description:
The ge oec 9800 fluoroscopy system would not fluoro (make x-ray).

Manufacturer narrative:
A ge oec service rep investigated the issue and found two pins in the interconnect lemo receptacle pushed in. The pins were repaired to restore functionally. The system was further tested and found to be operation as intended. No negative pt effect was cause by this malfunction. The facility was unable to, or would not provide any pt information with respect to this issue.